Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip fracture occurred. The target lesion was located in the highly calcified artery of the foot. A v-14 control wire was advanced to the lesion. However, it was noted that the guide wire tip was fractured due to the calcification. Snaring was attempted but unsuccessful and the tip remained in the dorsal pedis. The procedure was completed with a different device. No further patient complications were reported and the patient's status was okay and stable.